Manufacturer narrative:
(B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01182.

Event description:
The patient was undergoing a coil embolization procedure for a type ii endoleak using ruby coils and pod packing coils (podj coils). During the procedure, the physician successfully deployed and detached initial ruby coils and podj coils into the outflow vessel as well as two ruby coils into the aneurysm using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the same lantern, the physician experienced resistance and the coil would not advance through the lantern without kicking it out of the aneurysm. Therefore, the physician decided to remove and resheath the ruby coil. However, while the ruby coil was being retracted, it unintentionally detached and uncoiled within the lantern. The physician was able to pull the ruby coil out from the hub of the lantern and then successfully deployed and detached numerous other ruby coils into the aneurysm using the same lantern. After the physician was done filling the aneurysm sack, he went to fill the inflow vessel and attempted to deploy a podj coil behind a ruby coil to shut down the vessel. There was no resistance while advancing the podj coil out of the lantern and into the vessel. However, the podj coil was not coiling properly in the vessel and kept kicking out the lantern. Therefore, the physician removed the podj coil and successfully completed the procedure using a new smaller sized podj coil, a new ruby coil and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure. However, the physician did flush the lantern in between every coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ruby coil stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned ruby coil revealed that the stretch resistant (sr) wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The pusher assembly to this ruby coil was not returned for evaluation. Evaluation of the podj revealed that the embolization coil was damaged. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging of the device for return. The root cause of the lantern kinking out of the aneurysm could not be determined. The lantern mentioned in the complaint was not returned for evaluation. All penumbra coils and are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.